Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens was torn in the injector during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a haptic plate was torn off and missing. There was a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.